Event description:
Consumer reported via e-mail stating that she opened a tampon to find that the top of the plastic applicator was broken off and the tampon string was cut or broken in half. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.